Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. In this case, as the slda was observed approximately 6 months post procedure, it is possible that the patient condition over time affected leaflet insertion in the clip, resulting in the slda; however, this cannot be confirmed. The reported worsening mitral regurgitation (mr) appears to be a result of the slda. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 1-2. On an un-specified date, it was found that one clip (60527u124) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment). The mr had increased to 3-4. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr from 3-4 to 1-2. No additional information was provided.